Event description:
This is filed as two days post implantation the clip detached from the posterior mitral valve leaflet but remained attached to the anterior leaflet, causing the mitral regurgitation grade to increase. Another mitraclip procedure was performed as intervention. It was reported that a mitraclip procedure was performed on (B)(6) 2014. Although there was a preexisting small flail in the a2p2 segment of the mitral valve, there was no difficulty visualizing or assessing the clip placement onto the mitral valve leaflets. One clip was implanted reducing the mixed mitral regurgitation (mr) grade from 4 to 1-2. Two days post procedure, transthoracic echocardiogram showed that the posterior leaflet was not inserted into the clip. The mr grade increased to 4 and the patient was experiencing pulmonary edema. Another mitraclip procedure was performed on (B)(6) 2014. Two clips were implanted: one medial and another lateral to the first clip. The mr was reduced to 2. Post procedure, the patient was clinically stable and was expected to be discharged by the end of the week. No additional information was provided.

Manufacturer narrative:
(B)(4). As the mitraclip remained attached to the anterior mitral valve leaflet, a failure analysis of the complaint device could not be performed. The analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation are, but not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient condition, procedural conditions and/or user technique, the slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided in the case details stated there was no difficulty visualizing or assessing the clip placement onto the mitral valve leaflets. It was further reported that there was a pre-existing small flail in the a2p2 segment; however, the flail was not more than usual. In this case, it is possible that the pre-existing flail contributed to the reported slda; however, this cannot be confirmed. Based on the information reviewed, a definitive cause for the reported slda of the posterior leaflet cannot be determined. A review of the device history record revealed no non-conformances for the lot. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains implanted on the anterior mitral valve leaflet. The investigation has not yet been completed. A follow-up report will be submitted with all additional relevant information.